Manufacturer narrative:
UDI: (B)(4).

Event description:
A report was received that the patient was having charging and remote control connection issues. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that no further information can be obtained from the patient.

Event description:
A report was received that the patient was having charging and remote control connection issues. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient will no longer undergo a revision procedure as the patient has passed away. The physician assessed that the patient's death was not device related and was due to natural causes. There is no information regarding the patient's date of death. No further information can be obtained.

Event description:
A report was received that the patient was having charging and remote control connection issues. The patient will undergo a revision procedure wherein the ipg will be replaced.